Event description:
It was reported that during a sigmoidectomy procedure, the jaw wouldn't open. It was not reported how the procedure was completed. There were no adverse consequences for the pt. No add'l information.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.